Event description:
This distributor became aware on 7/25/97 of an incident that occurred while performing an angiogram. It was reported the glidewire was inserted through an entry needle. Resistance was encountered while manipulating the glidewire and upon removal it was noted the coating had sheared and a segment detached in the pt. The physician was concerned about the detached segment and no retrieval attempts were made. The pt underwent a successful angioplasty procedure unrelated to this event. Direction for use state: "to avoid damage and possible shearing of plastic, do not withdraw or manipulate through a metal cannula/metal dilator nor advanced the metal cannula/metal dilator. Extreme caution should be observed when used with a onewall puncture style needle."